Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported pain. Ultrasound was performed with no findings reported for the right side. Physician further confirms seroma, "lateral section with wavy borders, slight fluid seams detectable next to the implant capsular". Device remains implanted.

Event description:
The device has been explanted and replaced.